Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that's failing the calibration for an error 1. Per review of wo notes, troubleshot and the device was running at 1.5 lpm with 100% circulation pump command (cpc) and -2.7 inlet pressure (ip), this device needs a circulation pump.